Event description:
User facility reported that after approximately 20 hours of use, the device leaked near the luer connector. No adverse effects to patient reported.

Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.